Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no damage to proximal stent rows 1-8. The rest of the stent rows were damaged and pulled in a distal direction over the distal markerband and tip. The undamaged crimped stent outer diameter (od) was measured which is within maximum crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft polymer extrusion profile found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. A 2.50 x 32 synergy¿ drug-eluting stent was advanced to treat a lesion. However, when the stent was attempted to be deployed, it was noted to be broken. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. A 2.50 x 32 synergy¿ drug-eluting stent was advanced to treat a lesion. However, when the stent was attempted to be deployed, it was noted to be broken. There were no patient complications reported.